Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 05-jul-2019, (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 02-aug-2020, (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 05-jul-2019, (B)(4); product ID: neu_unknown_ext, serial/lot #: unknown, ubd: 05-jul-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a significant cervical abscess at the extension site associated with an ulcer in the skull at the insertion site of the leads. The patient had a cutaneous infection of the entire system. The patient's system was explanted. The cervical abscess required drainage and treatment of the ulcer required closure. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Corrected to include conclusion code. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated that the patient was treated with antibiotics for 6 months and had to remove all equipment. On (B)(6) 2019, they did a new full-system implant of dbs and it was going well.